Event description:
It was reported that during a cryoablation procedure while the sheath was being advanced in the left atrium, air ingress was observed while the side port was being flushed. While the catheter was being advanced air was observed again. The catheter was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 24835, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when the test balloon catheter was introduced through the sheath; the hemostatic valve was leaking. In conclusion, the reported air ingress issue was confirmed through testing. The sheath, 4fc12 with lot number 24835, failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure while the sheath was being advanced in the left atrium, air ingress was observed while the side port was being flushed. While the catheter was being advanced air was observed again. The sheath was replaced and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.